Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The initial medwatch report indicates: "it was reported that the device had the service icon illuminated. There was no patient use associated with the event. Physio-control evaluated the device and observed that the device powers off/on by itself." The initial medwatch report should indicate: "it was reported that the device had the service icon illuminated. There was no patient use associated with the event." The initial medwatch report should indicate: "not returned to manufacturer". (B)(4). The initial medwatch report indicates: "physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56." The initial medwatch report should indicate: "a third-party biomed evaluated the device and observed that the device powers off/on by itself. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56." Additional data: a third-party biomed replaced the system and therapy pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device had the service icon illuminated. There was no patient use associated with the event. Physio-control evaluated the device and observed that the device powers off/on by itself.